Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that during an impella cp procedure, the pump did not start. The procedure was successfully completed with a new impella cp. There was no harm to the patient reported.

Manufacturer narrative:
A.2 - a.6 are unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The pump and purge cassette returned. Pump did not start: returned pump did not have any damage upon visual inspection. Pump was connected to console and was able to be primed and run at p-9 for approximately 5 minutes without issue. No data logs were returned for evaluation. No issues were found with pump during case as no defects were found on returned product. Device history review: the device passed all the post sterile inspection checks.